Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling while in use on a patient. The patient was not harmed or injurred as a result of the event. The mellcor puritan bennett customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the appropriate components called out by the service manual. The unit passed extended self testing.